Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2011 due an incident of hyperglycemia. Per the report the pt has been experiencing labile blood glucose unexplained highs and lows. The morning of the hospitalization she became nauseated and her blood glucose was measured as >400 mg/dl per her meter. Upon admit she was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.